Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a plasmapheresis procedure on a rika device, air bubbles were detected in the donor line. Per the customer, the device alarmed "cycle volume discrepancy". Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that upon review of the run, there were no alarms for air in the donor line and the procedure was ended prior to the start of the second draw, therefore, there is no concern for air being returned to the donor. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a plasmapheresis procedure on a rika device, air bubbles were detected in the donor line. Per the customer, the device alarmed "cycle volume discrepancy". Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.